Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in switzerland, edwards received notification of an sapien m3 valve in mitral position where preliminary image evaluation findings demonstrate a linear mobile echo density attached to the mitral annulus near the a3 leaflet segment in the la after lv access through the medial commissure is achieved. Post-valve deployment there appears to be a long, linear mobile echo density attached to the posterior portion of the valve frame (mid valve near p2) in the la. At this time point, the previously visualized mobile echo density on the anterior annulus is still visualized. On pod 1, patient suffered from stroke symptoms with double vision symptoms. On pod 9, patient was discharged in good condition.

Event description:
Additional information was received that the patient suffered from ischemic stroke right after the case or even during the case. After internal imaging review, there appears to be dense spontaneous echo contrast/ smoke with evidence of swirling visible in the left atrium and left atrial appendage which suggests slow or low blood flow, sludge in the left atrial appendage pre and post-procedure in the procedural tee. There are multiple small mobile echo densities that appear attached to the dds in the left atrium near the tip of the ew guide sheath at the 2nd turn procedural step and a single mobile echo density in the left atrium near the ventricular access point with a difficult to determine point of attachment at the quarter turn and 3rd turn procedural steps on the procedural tee.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11 additional type of investigation codes that were unable to be added in h6: labelling review. Analysis of images. The complaint thrombus formation (device) - post procedure was confirmed with objective evidence from the imagery evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. The root cause of this thrombus formation is indeterminable at this time as there is insufficient information to determine a root cause. This issue is not related to a device malfunction that is related to a manufacturing deficiency, labeling issue, or device related infection therefore a DHR is not required. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.